Event description:
It was reported that a pump has a system error 322. The customer stated there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval found the upper latch switch bracket screws to be loose allowing the upper latch switch to move in and out from the upper door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the ec 322. The upper auxiliary assembly will be replaced.